Manufacturer narrative:
8/20/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a CABG procedure. The suture broke. The surgeon applied another product to complete the procedure. The hosp has reported that no pt injury occurred.